Manufacturer narrative:
Device evaluation summary: the turbohawk with cutter driver was received for evaluation. The cutter was attached to the returned cutter driver unit for investigation purposes. The cutter was able to spin freely within the cutter window when activated. The cutter head was advanced, and the cutter would stop spinning. The cutter head would not advance its full travel distance distally, (pack). The cutter head was examined; nicks in the cutter head edge were noted. The cutter head would not fully advance into the distal assembly. The profile of the cutter distal assembly indicated several slight bends in the distal assembly. The cutter driver unit was able to perform as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a turbohawk directional atherectomy device to treat a 400 mm soft tissue chronic total occlusion in the sfa. The vessel was reported to have had no tortuosity. The device was prepped as per the IFU with no issues identified. The procedure used a spider filter wire and a 7fr non-medtronic sheath. It was reported that the device jammed and would not close. Two insertions of the device and around 4 passes were made with each insertion when it was noticed that the device not packing. The cutter could not be returned to the housing. The procedure was completed using another turbohawk device. No patient injury was reported.